Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery error. Customer was not able to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type: ngp. Customer returned insulin pump for an alleged insulin pump error on october 19, 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump was received with critical insulin pump error (open book image) alarm. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus. Successfully downloaded firmware using crest. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test due to critical insulin pump error. Insulin pump error was confirmed in history file on october 29, 2022 13:45:00.000, (file number: 26a and line number: 1384). Insulin pump was cut open to perform visual inspection and found moisture damage on the electric board 1, power connector, motor and force sensor during visual inspection. The original electric board 2 was installed in a test electric board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and critical insulin pump error noted. The following were noted during visual inspection: missing display window cover, scratched lcd window, cracked case (battery tube) and cracked battery tube threads. In summary, customer alleged critical insulin pump error (open book image) confirmed. Insulin pump error confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.